Event description:
It was reported that the device has visible dents and shows "therapy stop, high vacuum". Additionally, during service evaluation, the device was not able to generate and control negative pressure. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional assessment confirmed that the device could not generate or control negative pressure, establishing a relationship with the reported event. The root cause has been determined to be a defective vacuum motor and the motor is leaking. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during service evaluation the vacuum motor was found defective and the motor leaking therefore the device was not able to generate and control negative pressure. No case involved.